Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez3692 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "treatment of a (B)(6)-year-old girl with neurological sequelae, limitation for movement in mis and difficulty in extension in the superiors. Under the effects of sedation, the insertion of a 4fr bilumen catheter begins ref: 7274118, lot: reez3692, expiration 2023/11/30. In a single ultrasound-guided puncture, the brachial vein is channeled, after measuring the catheter to be inserted, which corresponds to 22cm. It proceeds showing the accompanying group the sliding of the stylet below number 2, in a single short stroke with the scalpel provided by the team, the stylet is advanced to the edge of the catheter and the advance is made with sherlock ii technology. The catheter advances without difficulty, but when verifying there is no return, it is extracted until return is obtained, it is reintroduced by infusing saline, the venous return is lost, the arm is extended downwards, it is reintroduced and return is obtained. Catheter is fixed. When removing the stylet and assessing its integrity, approximately 5 cm from the tip of the stylet, 2 kinks with the appearance of a fracture are observed. It is important to note that the advancement of the device was smooth and was achieved on the 3 attempted occasions, only with venous return on the third. No pressure was exerted to introduce it, nor was the puncture guide attached, saline solution was introduced simultaneously and venous return was confirmed in the process, a double check was made at the time of cutting, guaranteeing that the stylet was 22cm below the chosen site. During the procedure, the integrity of the device is verified, but there is a limitation in the manipulation of the stylet, which is too sensitive to manipulation and deforms, therefore we do not remove it from the catheter, it only slides through the catheter."

Event description:
It was reported "treatment of a 9-year-old girl with neurological sequelae, limitation for movement in mis and difficulty in extension in the superiors. Under the effects of sedation, the insertion of a 4fr bilumen catheter begins ref: 7274118 lot: reez3692, expiration 2023/11/30. In a single ultrasound-guided puncture, the brachial vein is channeled, after measuring the catheter to be inserted, which corresponds to 22cm. It proceeds showing the accompanying group the sliding of the stylet below number 2, in a single short stroke with the scalpel provided by the team, the stylet is advanced to the edge of the catheter and the advance is made with sherlock ii technology. The catheter advances without difficulty, but when verifying there is no return, it is extracted until return is obtained, it is reintroduced by infusing saline, the venous return is lost, the arm is extended downwards, it is reintroduced and return is obtained. , catheter is fixed. When removing the stylet and assessing its integrity, approximately 5 cm from the tip of the stylet, 2 kinks with the appearance of a fracture are observed. It is important to note that the advancement of the device was smooth and was achieved on the 3 attempted occasions, only with venous return on the third. No pressure was exerted to introduce it, nor was the puncture guide attached, saline solution was introduced simultaneously and venous return was confirmed in the process, a double check was made at the time of cutting, guaranteeing that the stylet was 22cm below the chosen site. During the procedure, the integrity of the device is verified, but there is a limitation in the manipulation of the stylet, which is too sensitive to manipulation and deforms, therefore we do not remove it from the catheter, it only slides through the catheter." Additional information received:: was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, etc.)? (Detail) a: there was not did the patient require surgery to remove the broken piece? A: the stylet did not fracture were all missing/broken parts recovered and accounted for? A: the stylet did not fracture what type of imaging was used to verify the broken piece in the patient? Are there photos available? A: there is routine chest plate control to verify the toe what type of catheter attachment was used? A: statlock at what time during device use (ie insertion, infusion, removal) did the breakage occur? A: all the description of the head is during the insertion there was no fracture ¿any long-term harm to the patient? A: no.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kinked stylet is confirmed but the exact cause remains unknown. One tls stylet with t-lock assembly was returned for evaluation. Multiple kinks were observed to be present in the section 7.1 cm from the distal end. The stylet was also found to be curled 15.3 cm from the distal end. Microscopic observation of the distal end of the stylet, kink locations, and curled region did not reveal any breaks or partial fractures. The stylet was cut at a polyimide tubing region not affected by the bends in order to measure the material wall thickness. The wall thickness was found to be within manufacturing specification. Based on the description of the reported event, possible contributing factors include patient anatomy and advancement against resistance. Since kinks in the stylet were found to be present, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.